Event description:
On 28th august 2024, rayner received notification from its distributor in colombia of an event that occurred during use of a rayone emv rao200e. The event description provided states that when injecting the lens into the capsular bag, the lens haptic and optic broke.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that when the lens was injected into the capsular bag, the lens haptic and optic broke. No further description of the event has been made available to rayner. The iol was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of to "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone emv rao200e batch 093224098 showed that all manufacturing and quality checks were conducted with successful results. There is insufficient evidence and information available to determine the cause of the event.